Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular fibrillation and patient outcome could not be conclusively determined through this evaluation. (B)(4) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to ventricular fibrillation arrest. No additional information was provided.